Manufacturer narrative:
Analysis of the pump found no anomaly. There were no significant anomalies with the catheter; analysis identified damage to the sutureless connector (sc) which is consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 0.5 mg/ml morphine at a dose of 0.05 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pump was flipped in the pocket. The hcp was unable to refill the pump and the patient reported an increase in pain. The hcp did not have the date on hand of when the flipped pump was initially observed. As an environmental/external/patient factor that may have led or contributed to the flipped pump, the patient flipped the pump in the pocket. The pump was removed surgically, a catheter patency was tested via catheter access port (cap). The pump connector segment was kinked, the kinkedportion was replaced. The pump connector segment of the catheter was replaced and the pump was replaced. The pump was sutured in the pocket in all four corners of the pump. The issue was resolved at the time of this report. The pump connector segment of the catheter kinked after the pump was flipped in the pocket. The pump pocket was opened, the pump removed and the catheter patency was checked via dye study. A lot of resistance was noted while injecting dye. A kink was discovered in the catheter and the kinked segment was removed and replaced. The pump was to be returned for analysis. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump and catheter were returned to the manufacturer for analysis. The physician was requesting images of the pump from analysis.